Manufacturer narrative:
Other text: additional information: no information has been provided to date. Device evaluation: the pump was received for investigation. A visual inspection of the pump found that the manufacture's seal is affixed. The device is in good condition with no appearance of any physical damage. The reported failure was found in the event log. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. Speaker was replaced for preventive maintenance. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Manufacturer narrative:
Additional information: h6. D5 is unknown. No information has been provided to date. Device evaluation: the pump was received for investigation. A visual inspection of the pump found that the manufacture's seal is affixed. The device is in good condition with no appearance of any physical damage. The reported failure was found in the event log. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. Speaker was replaced for preventive maintenance. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information received a smiths medical medfusion 3500 malfunctioned. Primary audible alarm bgnd test error alarm occurred. No patient adverse events reported.